Manufacturer narrative:
Based on the provided product photographs and subsequent investigation, the report has been confirmed. Stop shipment (B)(4) was initiated to prevent further distribution. Preliminary risk assessment (pra) investigation (B)(4) was held resulting in a field safety notice / recall; quality review board (qrb) (B)(4). The root cause has been attributed to a packaging process error by a depuy supplier. Corrective actions as determined in corrective and preventive action (CAPA) (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital received a size 58 duofix ha sector cup size 58 and inside was a size 50.